Event description:
There was an allegation of a questionable prostate-specific antigen (psa) result from the cobas e 801 module. The initial result was <0.03 ng/ml, the 1st repeat result was 4.12 ng/ml, the 2nd repeat result was <0.03 ng/ml, and the 3rd repeat result was <0.03 ng/ml.

Manufacturer narrative:
The psa lot number and expiration date were not provided. The field service engineer (fse) detected insufficient component adjustment on the module's gear pump head (gph) pressure. The fse made adjustments to the gph and sippers. An instrument check and a reagent check were completed and both passed. The customer did not report any other issues after service. The investigation determined that the service action resolved the issue.